Event description:
It was reported that the battery voltage was unacceptably low while the device was in the box. The device was not used and was returned. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.